Manufacturer narrative:
Approximate age of device - 6 months. The pump remains implanted supporting the patient. No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that interrogation of the patient¿s lvad system on the system monitor screen noted a low speed advisory alarm and a pump stoppage event. The patient was asymptomatic and did not report hearing alarms or any issue. The log file was downloaded from the system controller and submitted to technical services for analysis due to a concern for possible damage to driveline. Review of the submitted log file by the manufacturer's technical services representative confirmed an isolated pump stoppage event that occurred on (B)(6) 2018 at 23:45. No additional information was provided.

Manufacturer narrative:
Reportable event type updated. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: on (B)(6) 2018, that customer reported that during a clinic visit, device interrogation revealed a low speed advisory, low flow alarm and a pump stoppage. The patient reportedly was sitting down watching tv when the alarms occurred. The patient has gained approximately 12kg in 2 months and denies any trauma to the driveline. The patient was asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed that the data showed 1 speed drop and 3 pump stoppage events while the vad system was connected to a power module. This type of behavior has been linked to potential issues with the percutaneous lead. X-ray images submitted for review were unremarkable. On (B)(6) 2018, an external distal percutaneous lead (driveline) replacement approximately 3 inches from the exit site was successfully performed. Post driveline replacement, a pump stoppage occurred while the vad was connected to a grounded power module patient cable. The customer was informed of available options. No additional information was provided.

Event description:
Additional information: it was reported that the patient experienced multiple power cable disconnects alarms. On (B)(6) 2018 the account reported a pump off and low speed advisory alarms due to the clinicians forgetting to hook the patient up to the un-grounded cable. Log file analysis noted that the prior the external perc lead replacement did not resolve the short to shield issue. On (B)(6) 2018, an additional pump stoppage event occurred while the patient was connected to the power module using the grounded cable. It was communicated that the short to sheild appeared to be an internal issue rather than an external issue..

Manufacturer narrative:
Investigation conclusion: the reported low speed/flow alarms and pump stop events were confirmed via the submitted log file data. The submitted log files contained approximately overlapping data spanning from 9/3/2018 at 20:56:59 to 10/26/2018 at 09:43:03, per the timestamps. Low speed/flow alarms were captured in association with a pump stop event on 10/3 at 23:45:22 while the system was operating on the power module. At 02:24:23 on 10/12 a low speed alarm was captured while the device was connected to the power module. Additional pump stop events, and associated low speed/flow alarms, were captured on 10/15 (at 21:50:07), 10/17 (at 04:23:50 and 12:04:30), and 10/26 (at 09:02:52 and 09:39:50) while the system was operating on the power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/flow alarms, as well as the pump stop events, cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2018 under work order (B)(4). The approximately 19" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on (B)(4) and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 18 mar 2019: the patient continued to experience alarms following repair indicating that damage to driveline is internal to driveline exit site on perc lead. Plan of care is to continue to monitor patient in outpatient setting while patient is supported on no-ground patient cable and battery power with known short to shield present in perc lead. No surgical interventions or other interventions planned for patient at this time.